Event description:
It was reported that while in the cath lab the intra-aortic (iab) was prepped and the super arrow-flex (saf) sheath was inserted into the patients' femoral artery. The md was advancing the iab through the saf sheath when the iab became stuck. As a result, the iab and the saf sheath were removed keeping the spring wire guide (swg) intact in the femoral artery. The md inserted another iab over the swg and through the second sheath with success. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.